Event description:
It was reported the colonovideoscope had an e315 error (incompatible scope error). The issue occurred during inspection for use. There were no reports of involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable cause was water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.